Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A service and repair evaluation was completed: the customer reported the screwdriver was broken. The repair technician reported the handle was cracked and pieces were missing, the hex was rounded, and the holding sleeve was missing. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned small hexagonal screwdriver with holding sleeve (314.02) is included in a variety of trauma systems and is used for screw insertion. The returned screwdriver was received missing its holding sleeve and with a portion of its handle broken off, which confirmed the complaint condition and made its replication inapplicable. The returned screwdriver did not have a lot number etched on it indicating it was manufactured before the lot was etched on the handle, so the oldest available drawing was reviewed. A device history record (DHR) review could not be performed since the screwdriver¿s lot number was not available; likely the device was manufactured prior to april 1997. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The returned screwdriver is most likely over 20 years old and based on the age of the screwdriver it is most likely that the damage sustained by the handle of the screwdriver is due to the cumulative effect of routine use over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver is chipped/broken. These issues were discovered during restocking of instruments. No patient or procedure involved. When the device was received it was noted the returned screwdriver was received missing its holding sleeve and with a portion of its handle broken off. This is report 1 of 1 for (B)(4).